Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that unspecified bd¿ needle was leaking during use. This occurred on 2 occasions. The following information was provided by the initial reporter: material no.: unknown batch no.:unknown. It was reported that the customer experienced leaking form the connection between the needle and the syringe. (This complaint documents the leakage from the needle at the hub.) Per excel spreadsheet: description of issue: customer reported leaking from the connection between the needle and the syringe. Number of occurrences: 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? N/a. Resolution: customer declined bd follow up for returning product. No further follow up is required. Cts to send replacements cartridges. Cts informed customer to call back if similar issue occur. Customer acknowledged and understood. Note: product category = needle/syringe issue.